Event description:
It was reported that the needle of the single use injector did not come out smoothly when attempting to withdraw it, therefore it was not possible to make a local injection. The event occurred twice in a row during a therapeutic endoscopic mucosal resection (emr), which was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue could not be confirmed. The needle could extend from the outer tube and needle protrusion was smooth. Based on the results of the investigation, a definitive root cause could not be determined as the reported event was not reproduced. Olympus will continue to monitor field performance for this device.